Event description:
It was reported that during a device change out, the doctor mentioned that the lead was loose and was laying in blood. It was also reported that the impedance dropped a little on one of the leads and we are unsure of which lead this reading was on. The lead was capped and replaced. The patient mentioned that he was having high blood pressure and reactions to his medication. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: a distal portion was received measuring 45 cm. Analysis was performed and no anomalies were found, however the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, there was blood on the distal conductor of the lead and it was not obstructed, the inner insulation of the lead was extrinsically breached due to a tear, the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically breached due to a tear, visual summary analysis of the lead indicated apparent explant damage, and visual summary analysis of the lead indicated stretching.